Event description:
Nurse received a needle stick due to the safety device not locking on the safety syringe. Other syringes were tested and failed as well. It appeared the safety device locked but in fact it did not stay locked.